Event description:
A patient reported that the touchscreen of their device was finicky and not very responsive, requiring multiple taps for operation. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and is currently in the process of renewal due to being out of warranty. No additional information was received regarding the outcome of the event.